Event description:
On 10/23/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump had an abnormal pressure flow. The issue was discovered during surgery, and another device was used to complete the case. There were no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation noted damage to the device where the outflow cassette is inserted. The most likely cause for the observed failure can be attributed to misuse/mishandling due to the damage to the device. Further observation noted that the warranty seal was damaged and had been creased. The most likely cause for this can be attributed to user error due to an unauthorized repair attempt. The returned device was assembled with ar-6411 & ar-6421 tubing (lot numbers: 73511090 & 65708975, respectively) and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. The pump was run for 45 minutes with no issues. During functional testing, no sudden changes in pressure were noted, and the returned device was observed to respond accordingly to desired pressure changes. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 30 days, 13 hours, 14 minutes.